Event description:
It was reported that an infant was being infused through the device and the sheet was found to be wet around the device due to a leak. The device was in use for approximately four hrs. No pt sequelae was reported.